Manufacturer narrative:
(B)(4) - ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation.depuy considers this complaint closed at this time.

Event description:
Patient was revised to address acetabular cup loosening, pain and metallosis. Update litigation alleged the asr hip was explanted due to severe metal poisoning and metallosis and metal debris within the joint space. There is no new information that changes the outcome of this investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address acetabular cup loosening, pain, and metallosis.